Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The h6 "type of invetsigation" coding was corrected as "10 - testing of actual/suspected device" was inadvertently selected. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been less than 1 year since the subject device was manufactured. The device was not returned for evaluation therefore, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that during procedure preparation, his olympus visera elite ii video system center began presenting an e333 touch panel error code before the touch panel was ever touched. According to the initial reporter, the subject device was restarted, and the intended procedure was completed without any patient harm.